Event description:
The customer reported that the "neck" of the male end of the stopcock became disconnected. No pt injury reported.

Manufacturer narrative:
The device was not returned for eval. A visual and examination of the returned device showed that the stopcock retainer was cracked. The cause of the cracks could not be determined via visual inspection. The device history record was reviewed and no non-conformances were found. To investigate further, all stopcocks from this lot remaining at our mfg facility, were visually inspected for cracks and none were found. Additionally, samples from this lot were functionally tested. We were unable to duplicate the reported failure, except when the stopcocks were over-tightened using a tool. While we cannot conclusively determine the cause of the customer's cracked stopcock, the crack observed on the returned device is consistent with over-tightening using a tool. The customer has advised that they use a hemostat to tighten the stopcocks, which is consistent with our findings. To date, we have rec'd only one related complaint for the same issue which was reported from the same hospital the customer was advised of our findings. They have elected to use an alternate style stopcock for their custom built mcp kit.